Event description:
During an alif surgery, the surgeon trialed the disc space with a trial component attached to the inserter. The inserter draw rod became detached from the inserter. The surgeon had to go back and try to connect again in order to remove the trial. The surgeon was able to reconnect the rod. When the surgeon was removing the trial, it broke off inside of the trial and got stuck. Surgeon had to use another instrument to remove the trial. Surgery was extended by 15 minutes with no adverse consequences.

Manufacturer narrative:
A review of the device history records indicates no discrepancies which would have contributed to the event. Visual inspection of returned device indicates third body debris between threads, which lead to difficulty loosening threads and subsequent torsion failure.